Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, post positioning of the leadless implantable pulse generator (ipg), the patient underwent an atrio-ventricular node ablation. The next morning during the pre-discharge exam, the threshold on the ipg was variable and the outputs were reprogrammed. About a week later, the patient presented with heart block and an escape rhythm at 30 beats per minute with no capture on the ipg. Additional reprogramming was done and the following day the ipg was inactivated and a transvenous ipg system was implanted. The physician noted that the issues were due to the patient¿s very sick heart. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.